Event description:
The account alleged the side rails are locked out and will not clear. No pt impact.

Manufacturer narrative:
The account found the coiled cable was cut. The tech replaced the coiled cable assembly to resolve the issue.